Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and was able to confirm an issue with system power, as the system would not turn on. The host central processing unit (cpu) and the power supply were replaced to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The host central processing unit (cpu) and the power supply were received for evaluation. The power supply was installed into a calibrated cataract system. The system successfully completed boot up. The system was cycled through various surgical modes then left to run for one hour and found to exhibit no nonconformities. The sample was removed from the system and the system was restored to its original hotbed configuration. The host central processing unit (cpu) was installed on a calibrated cataract system. The system did not complete the boot up process and a discolored q4 was noticed on the host power printed circuit board (pcb). There was no problem found with the returned power supply. The root cause of the reported event can be attributed to a discoloration on q4 on the host power printed circuit board (pcb) of the host central processing unit (cpu). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after surgery, the system automatically powered off.